Event description:
It was reported that occlusion alarms occurred. Customer declined further troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.